Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer stated that the alarm started during manual prime on the new tubing. Customer stated that this was not new tubing it was tubing laying from previous set change. The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was unknown. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. During the troubleshooting customer stated that she has to go because she has strep throat, she is sick and irritable. Customer will call back to troubleshoot. Customer did not continue the troubleshooting.